Manufacturer narrative:
It was reported that the temperature of the heel warmer was found to be "high" and when the heel warmer was used the patient experienced a burn. Despite multiple good faith attempts the reporting facility was unable or unwilling to provide additional information to manufacturer. It is unknown how the heel warmer was activated, how a temperature was identified to be "high," or how long the heel warmer was in use for prior to identifying the reported burn. No sample was returned to the manufacturer for evaluation. Temperature testing was performed on retained samples from the reported lot and from additional mds138007 lots. The product tested met temperature specifications. A root cause for the reported incident is unable to be determined. Due to the reported burn, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a heel warmer was used and that a patient experienced a burn.